Event description:
Hill-rom received a report from the account stating that the power cord connection in control box broke causing damage to the board to where there was an arc in the control box. The lift was located in the pt room. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unk if the facility performs preventative maintenance on their lifts. The customer called hill-rom technical support and was provided with an item number to order a new control box to resolve the issue. Based on this info, no further action is required.